Manufacturer narrative:
(B)(4).

Event description:
It was reported that a rotawire tip detachment occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous distal right coronary artery to posterior descending artery. A 330 cm rotawire¿ and wireclip¿ torquer was selected and advanced to the distal of the lesion with difficulty. During an attempt to advance the rotaburr, it was noted that the tip of the rotawire was separated based on the perspective image. The physician determined that the rotawire was damaged and a 150 cm non bsc micro guide catheter was advanced to remove the device from the patient. After removal of the device from the patient, an attempt to check the wire was done, oustide the patient and it was noted that the tip swung and about 2 cm of the distal end had detached outside of the patient. The procedure was completed with another of the same device. No patient complications reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR.: the unit returned has the distal tip damage. The visual inspection was performed and the device presents: the spring tip severely damaged (corewire broken and unraveled). The outer diameter (od) of the spring tip could not be measured due to the spring tip is unraveled and broken. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a rotawire tip detachment occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous distal right coronary artery to posterior descending artery. A 330 cm rotawire¿ and wireclip¿ torquer was selected and advanced to the distal of the lesion with difficulty. During an attempt to advance the rotaburr, it was noted that the tip of the rotawire was separated based on the perspective image. The physician determined that the rotawire was damaged and a 150 cm non bsc micro guide catheter was advanced to remove the device from the patient. After removal of the device from the patient, an attempt to check the wire was done, outside the patient and it was noted that the tip swung and about 2 cm of the distal end had detached outside of the patient. The procedure was completed with another of the same device. No patient complications reported and the patient¿s status was good.